Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, imaging received from the field was reviewed and revealed a gastric view of the heart, with no apparent effusion at baseline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined but may have been due to the tension test causing the stabilizing wires to engage into the pulmonary artery that was a very thin wall away.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amulet steerable delivery system. Heparin was administered. The occluder was successfully implanted. 1.5 hours post procedure, the patient experienced a drop in blood pressure. Pericardial effusion was identified with cardiac tamponade. Pericardiocentesis and cardiac window was performed, but the blood continuously drained and became unmanageable. The patient was sent to surgery where a pulmonary artery laceration was identified and corrected. It was thought the laceration was due to the stabilizing wires. The device remained stable in place. The patient was reported to be stable and hospitalized. The patient remained hemodynamically stable throughout. Activated clotting time (act) was 263 seconds.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.